Event description:
Pt with myasthenia gravis crisis requiring intubation for respiratory distress -anticipated difficulty so utilized the glidescope ranger video laryngoscope, but images became inverted during process and difficult to interpret. Abandoned use of this scope and used storz video scope with successful intubation. Company aware of issues and working with us to determine problems - provider who used product stated that the problem could be the cable twisting inside the sheath this has a flexible blade, also provider stated picture quality poor, small screen, poor lighting.